Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 10 atms. (The number of the inflations performed is unknown.) The lesion being treated was a calcified, 99% stenotic lesion in the lad coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.